Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had two low blood glucose events requiring the paramedics to be called. The customer reported an event on (B)(6) 2015 where their blood glucose declined to below 20 mg/dl. It was reported, the customer was unconscious and the son had to call the paramedics. The perceived cause of the customer's low was unknown. The customer reported another event where their blood glucose was around 100 mg/dl on (B)(6) 2015. It was also reported, the son found the customer unresponsive and called the paramedics. Customer was treated with glucose tablets during this event. Customer stated, their low in the second event was caused from over bolusing for a low of 60 mg/dl. The customer declined to troubleshoot as the healthcare provider has corrected their settings. The insulin pump will not be returned for analysis.